Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. The lead was explanted. Upon extraction, insulation breach was noted. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of insulation damaged and noise were confirmed. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.